Manufacturer narrative:
Medtronic received the following information from a journal article entitled: impact of suprarenal neck angulation on endovascular aneurysm repair outcomes. Mathlouthi a, locham s, dakour-aridi h, black j, malas b h. Journal of vascular surgery 2020;71:1900-6. Https://doi.org/10.1016/j.jvs.2019.08.250. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. 10 of these patients had severely angulated supra-renal aortic necks of >60 degrees and 84 patients with non-angulated supra-renal aortic necks =60 degrees had an evar procedure with an endurant stent graft. Endoanchors were also implanted in patients in the non-angulated group. The following malfunctions were observed: type ia endoleak migration the following adverse events were observed: rupture occlusion patient deaths were also reported but there was no causal link that the endurant or endoanchor devices caused or contributed to these deaths.

Manufacturer narrative:
B:5 . It was reported that the aneurysm and non-aneurysmal related mortality in the article was not linked to a particular device as per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.